Event description:
It was reported that the case was not closing properly and led lights not lighting up. There was no additional information provided.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a corroded drain fitting and cracked tank cover, damaged light emitting diodes (led's), a worn front cover and enclosure and a faded line cord. Functional testing found the case closes fine but the led's are damaged due to improper fixation of the front cover by customer. However due to the age and condition of the device, it was deemed beyond economical repair and was scrapped. The root cause of the reported issue was found to be customer damage.